Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the explant is an unsatisfactory surgical outcome. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/18/2019, that a sign fin nail implanted to repair a fracture had to be removed due to unsatisfactory surgical outcome. Surgeon comment: "highly comminuted fracture of the left distal femur at the meta-diaphyseal junction with significant bone loss. Postop x-rays unsatisfactory and revision orif performed by removal of fin nail and placement of lateral femoral condylar locking plate."